Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had too much pressure in its air/water channel during a rhinaer procedure. There was no report of patient harm. The device was returned, evaluated, and the nozzle of the insufflation channel was clogged by chemical residues. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the chemical residues found clogging the nozzle of the insufflation channel, other evaluation findings are as follows: the bending section cover glue was separated; the distal end insulation was out of standard values; the bending angles were out of speciation; the universal cord was wrinkled and scratched; and there was air/water flow issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.